Event description:
It was reported that a malfunction alarm with the code malf 16 occurred. There was no reported impact on the customer¿s blood glucose level. The customer planned to switch to multiple daily injections as a backup therapy and was to receive a replacement pump from cts. The pump was under warranty, and cts provided instructions for returning the faulty device.